Event description:
Reported by the complainant as follows: nurse found melena on (B)(6)2010. Reported to doctor. Fms withdrawn, bleeding position confirmed. At the same time, anal ulcer confirmed. Bleeding from rectum at height of 2 cm from anus (over 200 cc). Hb2 went down. Blood infusion. Rectal tear sutured (6/27). Nothing to anal ulcer. After that, no further bleeding observed. Fms re-inserted.

Manufacturer narrative:
(B)(4)